Event description:
While investigating a (B)(6) male patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor was unable to communicate with an electrode belt. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a cracked y402 crystal oscillator on the monitor c/a board. The root cause for the cracked y402 component could not be positively identified. No adverse event resulted from the cracked y402 crystal oscillator. The patient received a replacement monitor.